Event description:
The arthroplasty was revised due to acetabular loosening. The components were implanted in situ for ~ 1.0 y. The acetabular shell, acetabular liner and femoral head components were revised.

Manufacturer narrative:
It was noted that medical records and x-rays were not provided for review due to institutional irb and hipaa regulations at the reporting facility. A supplemental report will be submitted upon completion of the investigation. Device not returned.

Manufacturer narrative:
An event regarding shell loosening involving a trident hemispherical cluster 52mm was reported. The event was not confirmed. Visual inspection noted red discoloration on the outside of the shell. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as x-rays, additional medical records, and the reported device are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
The arthroplasty was revised due to acetabular loosening. The components were implanted in situ for ~ 1.0 y the acetabular shell, acetabular liner and femoral head components were revised.